Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Vapr 3 generator: the device was returned to medifix for repair. The electrode and footswitch sockets on the device were found to be in poor condition, and were replaced. Full generator testing and verification performed in accordance with manufacturer's requirements and test record; all testing passed. Electrical safety test performed; all testing passed. The issues identified via the service evaluation may have potentially contributed to the reported event; however, a direct relationship between the generator and the event cannot be determined. This device was manufactured in 2004 and may have seen heavy use in the field. This complaint was confirmed via the evaluation of the vapr 3 footpedal associated with this event. Review of the depuy synthes mitek complaints system revealed one other dissimilar complaint for this serial number device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). See associated medwatch: 1221934-2017-10177 and 1221934-2017-10178.

Event description:
The affiliate reported via email during a wrist arthroscopy, the rep was not present in the case. (B)(6) was the nurse and the surgeon was present. The rep spoke with them both on (B)(6) 2017 about this incident. The summary from both surgeon and nurse was as follows: the vapr electrode activated by itself without the foot pedal being depressed. The surgeon put the electrode into the patients wrist and tried the foot pedal and it did not activate the electrode. The nurse looked at the front panel of the generator and it was not working, she noticed that the volume alarm was on number 2. The electrode was still in the patient and the electrode activated on its own without the foot pedal being depressed. The surgeon said it was almost like the foot pedal could have been depressed and not working, and that it got stuck, so just started to work without his foot on it. The rep asked if any fault or error number appeared on the generator screen and they both said no. (B)(6) said there was superficial burns to the patient. Case delayed by 2 minutes. They continued to use the current electrode, generator and footswitch. Additional information received via email from the affiliate on 4-3-2017 charge nurse manager comments: it seems to be the foot pedal. When the blue pedal is pushed down, it comes up very slowly. Surgeon did a debridement and then had to open to do some ligament repairs. Patient is fine post-surgery. I have asked the rep to clarify if the debridement and ligament repairs done to the patient was related to the reported event. I will keep you posted as soon as I receive a response. Additional information received via email from the affiliate on 4-10-2017, the product specialist has advised that the debridement and opening the patient to do ligament repairs was not performed due to the product issue. He was going to perform this anyway. There was no report of any treatment being done for the burn.